Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the events were unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued), imipenem injection (1gm, discontinued) and amikacin injection (100mg, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. Nine days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Ten days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.